Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were hard to press and intermittently unresponsive. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following evaluation revealed that the keypad was intact. All of the buttons were intermittently unresponsive and required hard presses to elicit a response. Evaluation revealed that there was contamination found under all of the contacts. Unrelated to the complaint, evaluation revealed a scratched and a discolored/faded display screen, which has no effect on insulin delivery function.